Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddlers syndrome. It was also reported that the following issues were noted on the right atrial (ra) lead: pulled back, dislodgement, no capture and low impedance. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.